Event description:
It was reported that the patient had diaphragmatic stimulation. The left ventricular lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator 2011 (B)(6); 5076 implantable pacing lead 2008 (B)(6); 6935 implantable tachy lead 2011 (B)(6). (B)(4).